Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that when she opened the cassette door, she noticed it was wet inside. Pt was able to complete their treatment and had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were o deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process and controls were within specification.